Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint can be confirmed. The defect reported by the customer has been verified and remedied using the measures listed as per the service report. Short circuit in the motor cable - motor cable replaced. Therefore is the root cause for motor not functioning .the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03-15-2019 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service. The motor shaver stops irregularly. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event and the procedure has been completed with no surgical delay. A replacement device was used to complete the procedure.